Event description:
It was reported that the user experienced an ¿unable to proceed¿ during a supply change, with prior alerts for high glucose and an alert indicating consecutive stalled motor events; the agent guided the user to remove all supplies, perform a dry run, and complete a supply change with new supplies, after which delivery resumed and glucose stabilized. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, no need for outside assistance, and no medical intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem, consistent with a motor stall alert, during the supply change that was resolved by replacing supplies. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.